Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, and product details has been requested. No additional information is available at this time. The events of "inflammation", "edema", "redness", and "purulent exudate" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended.

Event description:
Healthcare professional (hcp) reported patient was injected with unspecified juvéderm® volift¿ in the nasolabial folds. Five days after injection, patient presented with "edema, redness, [and] inflammation". Eight days later, hcp observed "oedema and purulent exudate from right side of nasolabial fold location". Patient treated with prednizolon. Symptoms ongoing.